Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative, following-up at the site, reported the surgeon was navigating the guide wire prior to the inaccuracy. The alleged inaccuracy occurred in the middle of navigating. A second o-arm imaging system spin was taken to confirm the accuracy, and it was thought the frame may have been moved. A medtronic representative performed a navigation system check-out, all areas passed. Together, two medtronic representatives, using the instrument set and blue model spine, were unable to replicate the reported inaccuracy . The instruments, c-arm and navigation system have been used multiple times since the original reported procedure, without issue.

Event description:
A medtronic representative reported that, while in a t-lift procedure using synergy spine 2.0.1, the surgeon alleged an inaccuracy of approximately 5mm or greater. The inaccuracy was noted when verifying accuracy on the anatomy after taking a 3d c-arm spin, and after taking the exam. In trouble-shooting, the site re-started the software, ensured the pernicious pin and reference frame did not move post-spin, and performed three additional spins with no improvement. The inaccuracy was consistent in all instruments used in the procedure (passive planer, pak needle, pedicle probe). It was not reported which plane of anatomy the inaccuracy occurred in. The c-arm tracker did not appear damaged and was fully seated on the system. The surgeon opted to discontinue the use of the navigation system and completed the procedure using fluoro. There was no impact on patient outcome.

Manufacturer narrative:
It was later determined that the c-arm was out of calibration. The c-arm has been recalibrated and no further issues have been encountered. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.